Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and has not received the defective sample for analysis, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm - 383028 - leakage. On (B)(6) 2025, medical personnel in the dingqiao operating room used this closed-system intravenous catheter to administer an infusion to a patient. After completing the procedure, the medical personnel discovered leakage from the closed-system intravenous catheter and subsequently replaced it with a new closed-system intravenous catheter to continue the infusion.